Event description:
It was reported that the pump was leaking. The product fault occurred while in use with the patient. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B5, d3: correction. H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
To clarify the originally reported issue, it was alleged that a patient was currently in the emergency department and will be admitted to the hospital because the pump was leaking. This was a continuous infusion 107.5ng/kg/min route IV, set flow rate and volume delivered are unknown. The position of the pump when alarm occurred is unknown.